Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in response to receiving a recall letter regarding the scroll wrap issue. Customer stated that they had accidentally delivered insulin through accidental button pushing and wanted to have their insulin pump replaced. Blood glucose level at the time of the call was not provided. No further information was provided.